Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: "hi" mg/dl at 11:40 p.m., 165 mg/dl at 11:41 p.m., 178 mg/dl at 11:42 p.m., 224 mg/dl at 11:43 p.m., 167 mg/dl at 11:45 p.m., 127 mg/dl at 11:49 p.m., 125 mg/dl at 11:50 p.m., 117 mg/dl at 11:51 p.m., 163 mg/dl at 11:52 p.m., and 107 mg/dl at 11:53 p.m. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.